Event description:
Reporter indicated that pt was doing well with good seizure control until 2002 when pt suffered an injury to their chest at the pulse generator site. While closing a car trunk, the pt was hit directly over the pulse generator resulting in pain and ecchymosis. Subsequent to that time, the pt noticed increased seizure activity and increased auras. The pt's device was tested on several occasions and found to be functioning properly; however, the pt noticed that the device had been functioning irregularly in that their voice changes would be quite infrequent. The pt noted multiple times when they required multiple passes of the magnet in order to successfully initiate magnet mode stimulation. Physician originall believed that the pt's symptoms might be related to medication changes and "pulse in and around the area", but there was no improvement over time. The pt's pulse generator was replaced on 3 months later and the pt reports excellent seizure control again with the new device.